Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(6). (B)(4). This report is for 2 unknown 6.5 mm recon screws./unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the report of nonunion required a revision to remove and replace the device. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent revision for intramedullary nail removal on (B)(6) 2016, due to non union of sub trochanteric fracture. One lateral entry femoral nail, two 6.5 mm recon screws and two 5.0 mm distal locking screws were removed successfully without delay. Surgeon utilized synthes 95 degree blade plate and unknown quantity of 4.5 mm cortex screws to repair the fracture and procedure was completed successfully and patient was reported as stable post operatively. All the explanted devices were intact and not broken. Date of original implant was (B)(6) 2016. This complaint involves 3 devices. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.